Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/25/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Cable grade is in order. Mechanical test failed. X-axis is not transporting the unit. The imaging system was fixed on the shaft for the x-axis. Two cables on the keyswitch are loose, after fixing the screws, the imaging system is working correctly. Issue resolved. System performed as intended. Return requested. 9amph 12v battery replaced on 05/25/2016. This suspect battery was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that the site's imaging system was closing the software incorrectly while it was moving. It was reported that when the user drives the imaging system from one operating room (or) to the other, the path was more than 200 meters. During driving the imaging system, it shuts down unexpectedly while moving. After this occurred, the imaging system displayed the message to perform invalidate home. No further details were provided. There was no patient present when this issue was identified.